Manufacturer narrative:
The pump passed the displacement test, active current test and self test. Pump failed the sleep current test due to moisture damage on the electronic assembly. Unexpected battery power loss confirmed. Low battery alert less than 1 week confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had same problem persist. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.